Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an electromagnetic interference (emi) episode with artifact over sensing on the right ventricular (rv) lead channel and shock channel. Isometrics and pocket manipulation were done, and nothing was reproduced. Clinic lead tests and impedance were also fine. The patient is ICD dependent and the emi lasted more than two seconds, causing pacing inhibition and asystole. There were no patient symptoms, therefore they were unaware of this event when it occurred. Discussed the possible origin for the emi and they will continue monitoring the patient. The ICD and the rest of the system remains in service. No additional adverse patient effects were reported.